Event description:
It was reported that the slimline fiber was inspected with a scope prior to use. Upon inspection, a black spot was identified. The device was not used and completed with another device. No patient complications were reported.

Event description:
It was reported that the slimline fiber was inspected with a scope prior to use. Upon inspection, a black spot was identified. The device was not used and completed with another device. No patient complications were reported.

Event description:
It was reported that the slimline fiber was inspected with a scope prior to use. Upon inspection, a black spot was identified. The device was not used and completed with another device. No patient complications were reported.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone.